Event description:
The surgeon reported, that this pt came back into the hospital with calcification and stenosis on his valve as well as some regurgitation after 1 year implant duration. As of 2007, the surgeon has decided not to explant the valve at this time.

Manufacturer narrative:
Device not returned.